Manufacturer narrative:
Other text: one infusion pump was received for evaluation in relation to the reported event. The tamper seal label was missing and the lcd lens screen was scratched. A review of the event history log was unable to confirm the reported event. Accuracy and functional tests were performed, and the device's delivery accuracy was running at three different tests. All of the tests were found to be over the manufacturing specifications. Expulsor be replaced in order to bring the delivery into more nominal of a range. Manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a cadd solis pump failed during an accuracy delivery test by >21.2 ml. No patient injury was reported.